Manufacturer narrative:
The customer-stated problem was confirmed during the service repair process. This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Broken/unknown issue: ail sensor assy- damaged/cracked there was no patient involvement. (B)(6) 2019 12:13:58 (B)(6). Po for $(B)(6) approved by (B)(6). Shipping & billing addresses confirmed. (B)(6) 2019 09:26:07 tony (B)(6) physical damage. Broken drive module on channel a and c. Also broken ail sensor on channel b. Replaced them with new parts. (B)(6) 2019 09:46:41 (B)(6).

Manufacturer narrative:
The customer-stated problem was confirmed during the service repair process. This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6).